Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device trained customer reported the suspect device/component will be re-worked with a replacement uim. However, no uim component is available for analysis. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent unresponsive touch screen display of the user interface module (uim), of this ventilator device. The customer stated no patient involvement with this event.